Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm. The battery life was diminished and insulin pump also received no delivery alarm and reservoir casing was damaged. Customer stated drive support cap was damaged. The customer stated that exterior part of case popped out, where the reservoir goes in and piece of insulin pump was loose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.